Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. UDI other (B)(4). Device malfunctioned in the lab so device was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part 04.503.734s / lot l381174. Manufacturing site: supplier: (B)(4). Manufacturing date: 13. April 2017. Expiry date: 01. April 2027. Part was only packed and sterilized at synthes (B)(4) and as this complaint is neither packaging nor sterilization related no review of these documents is necessary. An additional DHR review task will be opened for (B)(4) to review the unsterile part 04.503.734 with lot h300416. Device history records review was conducted. The report indicates that the: part 04.503.734 with lot h300416. Part mfg date: 17-feb-2017. Part exp. Date: n/a. Manufacturing location: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# h300416 of ti maxtrixmandible double angle recon pl small 2.0mm thick was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Comments: a review of the billet device history record revealed this lot (h264683) met all specifications. Comments: a review of the raw material device history record revealed this lot (h264688) met all specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during bending a matrixmandible reconstruction plate snapped after the second bend. No surgical delay is reported. No information available about patient condition. The issue happened in the lab so there was no patient involvement. This complaint involves 1 part. Concomitant reported part: 1x unknown bending instrument. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Reporter contact number was not provided. Product development investigation was completed. Returned device was broken at the side, where the second bend was made for contouring. Next to the breakage were clearly visible signs of a bending tool. On the other side, the plate was strongly bent from the first bend, no tool marks were visible. The manufacturing documents were reviewed and no complaint related issues were found. This lot of 16 pieces was manufactured in april 2017 and we are not aware of any other complaint for this article- and lot number (neither sterile lot l381174 nor unsterile lot h300416). The relevant dimensions were checked during this evaluation and no deviations were found. Based on these findings we exclude any manufacturing related issue. The exact cause of this occurrence cannot be defined. The appearance of the breaking point indicates that the plate was strongly bent at one single point between two holes over 30 degrees, may be due to a mechanical overload. Corrected data: common device name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.